Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at lower fitment of an IV tubing during a saline infusion, rate not specified. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed, although not at the lower fitment as had been reported. Initial visual inspection showed that the silicone segment was not ruptured or damaged. The retainer ring on both the upper fitment and lower fitment were still intact and showed no signs of damages. Functional testing was performed; a leak from a pin-hole tear was found on the silicone segment near the upper fitment. The cause of the leak was determined to be a pin-hole in the silicone segment near the upper fitment. The cause of the pinhole is unknown.

Manufacturer narrative:
(B)(4)